Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 487 mg/dl, which was treated with a bolus delivery. Customer reported that blood glucose lowered to 403 mg/dl. Customer was advised to monitor symptoms and to test for ketones. Customer reported that blood glucose was beginning to lower.